Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the valve is not adjustable.

Manufacturer narrative:
The valve was returned in an unknown fluid using the retunkit. The valve was at pressure level 25 cmh2o. A visual inspection was performed but there was no obvious damage. The parallelism of the valve body where it becomes parallel was tested with a dial gauge. In contrast to the optical controls, the measurement of plane parallelism was possible to detect a deformation. The measured value was -0.0615mm which is out of tolerance (tolerance 0 ± 0.02 mm). A penetration test was performed to check a possible blockage of the valve. This test is at a hydrostatic pressure difference of approx. 30 - 40 cmh2o in flow direction carried out. The investigation showed that the valve is permeable. The valve pressure levels were tested and the investigation showed that the valve could be adjusted in all pressure step ranges. To measure the brake release force the brake force meter was checked. Housing must be exercised to release the rotor to the valve through the magnet integrated in the device. Despite the deformed valve body, the brake functioned properly. The measured values of the brake release force were within the tolerance. Based on the investigation results, no blockage was confirmed. No further actions are required.